Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number 04530 were reviewed and noted no related nonconformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all service on serial number (B)(4) prior to (B)(6) 2018, the device was noted to have been previously serviced twice, the last service being for preventative maintenance reported on 7 august 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6)2018, it was reported from (B)(6) general hospital that a mesher required repair. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the comb was bent on the device. The pretests could not be performed due to the bent comb, but the mesher was noted to be within calibration specifications. Repair of the device occurred the same day and involved replacing the comb and oiling the ratchet. The technician then tested and verified that the mesher was functioning as intended, and then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was bent, an issue that would require service in order to resolve, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It reported that the device had repair. Additionally, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.